Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with severe aortic insufficiency, following full deployment of the valve, the valve dislodged ventricular. The patient remained stable. A second non-medtronic transcatheter valve was deployed within the valve. No additional adverse patient effects were reported.